Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer treated it with manual injections. The customer reported that she received pump and stated it was not working and alarmed no delivery in a meeting without doing anything to the pump. The customer stated that the insulin did not exit and pump alarmed no delivery during fixed prime. Troubleshoot determined that the alarm may have been caused by infusion or reservoir occlusion. The customer was advised to monitor the pump and change entire set. The insulin pump will not be returned for analysis.